Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify the compromised force sensor system alarm and operating currents due to motor error alarms. The drive support disk was inspected and no anomaly noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that insulin was squirting out during manual prime and drive support cap was sticking out. Customer's parent stated insulin continues to drip after motor stops during the manual prime process. Customer's parent stated they are unable to exit the "preparing to prime¿ loop. Customer¿s blood glucose was 172 mg/dl at time of incident. Customer advised to discontinue use of pump and revert to back up plan as per health care professional¿s instructions. Insulin pump will be return for analysis.